Event description:
A customer reported a suspected burr on the vitrectome and that the needle was faltering during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The sample was visually inspected and found to be nonconforming because of an adhesive on the needle. The sample was functionally tested and found to be conforming for actuation. The sample was tested and would not insert into the trocar. The root cause was determined to be adhesive on the needle shaft. (B)(4).